Event description:
Event description boston scientific received information that this pacemaker was included in the insignia microcrystal failure mode 2 field advisory. The device was removed and replaced. No adverse patient effects were noted.